Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. A visual inspection revealed that a piece of the silicon jaw boot from the inside tip of the cold jaw had detached and was received separately. Based upon the visual observations, the reported complaint "piece of the jaw boot peeled off" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional info is obtained. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a small piece of the silicon jaw boot on the vasoview hemopro endoscopic vessel harvesting system started peeling off and became loose. Nothing fell into the pt, as the piece never detached. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.